Event description:
A customer reported a malfunction on their pump, which did not have any adverse impact on their blood glucose level. The malfunction was identified as malf 16, and it was confirmed that the pump was included in a field correction, although the customer had not yet completed the online acknowledgment form. Technical support assisted the customer in resetting the pump, which successfully resolved the issue, as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.